Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 530 mg/dl at the time of the incident and other blood glucose was over 500 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer was treated with manual shots and insulin pump boluses and the blood glucose value went down to 260 mg/dl. Customer had symptoms of nausea, abdominal pain and difficulty in breathing. Customer had not alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.